Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the results came back and no infection was present. There was also no confirmation of a cerebrospinal fluid (csf) leak. The catheter was visually examined, and the physician tried to clear the catheter through the catheter access port and was unsuccessful. The cause was not determined. The event was not resolved, and the pump was explanted, and catheter tied off. No surgery was planned, and the patient had been weaned and would not be replanted. The pump was discarded.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2000mcg/ml at 1131mcg/day via an implantable pump. It was reported that the patient came in for a pump replacement. When the physician made the incision, he noticed the presence of pus. The physician tried to draw back on the catheter and could only get a drop of cerebrospinal fluid (csf). Based on this, he believed the catheter to be non-functioning. The hcp was unsure if the fluid was pus or csf leak in the pocket. The physician removed the pump and tied off the catheter and closed the incision. The physician wanted to wait and see if the swab and cultures he sent off came back as an infection. The physician said he would re-evaluate the patient on (B)(6) 2024. The issue was not resolved at the time of the report. A surgical intervention did not occur and it was unknown if one was planned.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# h833255003, implanted: (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.